Manufacturer narrative:
RMA #(B)(4). Probable cause is handling, stress during scope insertion or combination of both.

Event description:
Second degree burn on the patient's upper thigh/groin area. Hospital is unsure when it occurred during the procedure, it was noticed after the case was completed. The procedure was lfd, dta's, with discectomy, laminotomy foraminotomy decompression of the nerve root, destruction via thermal ablation of the paravertebral facet joint. No second procedure was required, ointment and a bandage was used, patient is doing well.